Manufacturer narrative:
(B)(4). The customer report that the green compression sleeve was excessively loose could not be confirmed as the compression sleeve and connector assembly were not returned for analysis. A device history record review was performed, and no relevant findings were identified. The customer reported that the issue was resolved after the compression sleeve was trimmed to a shorter length and used. Since the sleeve was altered, an in service has been requested. Additional information was received. There was no harm to the patient, and no medical intervention was required. The instructions-for-use (IFU) provided with this kit precautions the user, "do not alter any kit/set component during insertions, use or removal (except as instructed)." The IFU also warns the user "warning: green compression sleeve must be present when threading compression cap onto hub connection assembly. Failure to do so may result in air embolism, blood loss, or catheter separation." Without the sleeve and connector assembly to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the green compression sleeve was excessively loose and would slide onto the screw thread together with the junction during nut tightening, which caused loosening and air entrainment during blood sampling. The issue was resolved only after the sleeve was trimmed to a shorter length to enable subsequent operation. After confirmed with the customer, no harm for the patient. The patient condition is fine. No medical intervention was required."